Manufacturer narrative:
Consumer stated they lost both of their dental implants.

Event description:
Consumer called stating that both of their dental implants came off while using a sonicare power toothbrush.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.